Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was not returned to animas. Although the cartridge was not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot# b201576 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6), 2011, the reporter contacted animas on behalf of her son (the pt) alleging a leaking cartridge issue. The reporter claimed that during the time of concern, the pt developed blood glucose (bg) levels in between "100-300 mg/dl". The reporter indicated that she did not see or smell any insulin leaking. However, the reporter was wondering if the cartridges might have been leaking. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt might have had a leaking cartridge issue. There is no evidence however that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.